Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg reached end of life. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Correction: the surgery occurred on (B)(6) 2021. Effective therapy was established post-operative.